Event description:
New information received notes that the lead fracture resulted in signal artifact. The fracture was not confirmed with imaging.

Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination of the patient's right ventricular lead revealed fracture. The lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.